Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the incision site in (B)(6) 2022. The recipient presented with a hematoma which was drained.

Manufacturer narrative:
Correction: section a.3 repositioning surgery reportedly occurred on (B)(6) 2023. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
During activation appointment, it was observed that the incision had opened. The recipient's activation was postponed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
In (B)(6) 2023, following repositioning surgery, the recipient reportedly developed a hematoma which was drained through the incision site. The recipient was reportedly prescribed antibiotics (type unknown). The hematoma and incision reportedly healed properly. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient will reportedly pursue revision surgery due to electrode migration followed under MDR (B)(4). Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.